Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection ¿3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation. A noisy image was observed,caused by broken imaging cable or damage to the board of the video connector. And no image, due to scraping of the electrical contact of the video connector and damage to the imaging unit. Also, evaluation found water tightness was lost; due to deformation of the light guide connector. The bending section cover adhesive was chipped, the video connector was cracked, the bending tube was deformed, switch #1 was dirty, and multiple parts of the scope were scratched. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had a bad image. The issue was observed, during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. And no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation. Inspection and testing found that noise was generated, and the screen blacked out. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.